Manufacturer narrative:
Evaluation anticipated, but not yet begun. Device repaired and returned (a replacement sensor was provided).

Event description:
During use for a cardiopulmonary bypass procedure, the gas delivery module displayed the message "calibrate o2 sensor." There was no adverse consequence to the patient as a result of this event.